Event description:
Device fails pre-operational crossover circuit test. No patient involvement. The manufacturers field service engineer (fse) found the check valve body torn from the outer ring. The fse replaced the check valve.

Manufacturer narrative:
Check valve.